Manufacturer narrative:
Follow-up #1 date of submission 05/07/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were no power issues observed in the black box; there was no data from time of the reported power issue in the black box due to continued pump use. There was no damage found to the battery compartment. The battery cap was not returned with the pump for investigation. A test cap was used to complete investigation. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that the pump would not power on after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.